Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of eight events. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. This is one of eight products involved with the reported event. The medical device reporting reference numbers for these events are: 3004939290-2018-00786, 3004939290-2018-00784, 3004939290-2018-00787, 3004939290-2018-00788, 3004939290-2018-00789. Facility name: (B)(6) hospital affiliated to (B)(6) medical university. As noted in the publication by chen et al, atrophic inferior vena cava is a marker of chronicity of intra-filter and inferior vena cava thrombosis: based on CT findings. Bmc cardiovascular disorders; 18: 64. Report thrombosis and protruding tip outside the ivc wall in a patient implanted with an optease filter. Secondary ivc atrophy was observed, indicating complete occlusion of the ivc. A fractured filter strut was noted to be in contact with a vertebral body, producing focal bone erosion that was evident on CT. The patients underlying disease was chronic liver cirrhosis and acute left lower-extremity proximal dvt. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The literature article does not specify the location of the thrombus or the ivc occlusion. A large thrombus within the inferior vena cava does not represent a device malfunction. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Perforation of the vena cava was also reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As noted in the publication by chen et al, atrophic inferior vena cava is a marker of chronicity of intra-filter and inferior vena cava thrombosis: based on CT findings. Bmc cardiovascular disorders; 18: 64. Report thrombosis and protruding tip outside the ivc wall in a patient implanted with an optease filter. Secondary ivc atrophy was observed, indicating complete occlusion of the ivc. A fractured filter strut was noted to be in contact with a vertebral body, producing focal bone erosion that was evident on CT. The patient's underlying disease was chronic liver cirrhosis and acute left lower-extremity proximal dvt.

Manufacturer narrative:
This is a follow-up to this report to attach the article and to add the related reports. This is one of eight products involved with the reported event. The medical device reporting reference number for these events are 1016427-2018-02152, 1016427-2018-02153, 1016427-2018-02151, 1016427-2018-02147, 1016427-2018-02148, 1016427-2018-02150, 1016427-2018-02146, 1016427-2018-02145. - attachment: [literature article.pdf].